Event description:
It was reported that the customer was hospitalized for high blood glucose. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. In addition a fixed prime test and high-pressure test were completed and passed within specifications. Instructed customer to change the infusion set and use manual injections as per md protocol.